Event description:
As reported: "set screw stuck into the gamma nail during procedure. Couldn't go forward/backward (possible to return) gamma nail exchange for an other one".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "set screw stuck into the gamma nail during procedure. Couldn't go forward/backward (possible to return) gamma nail exchange for an other one".

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the nail and the set screw were received in a stuck condition. The proximal side of the nail shows deformation and dents onto the starting threads for the set screw. A metal wire can also be seen, a chip-off from the threads. The set screw threads were also found deformed and showed signs of misalignment. This is a result of misalignment of threads during insertion of set screw into the nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by misalignment of the set screw onto the nail threads which led to alleged failure. If any further information is provided, the complaint report will be updated.